Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller initially failed to try leaving the wall adapter plugged in, so technical support instructed them to plug it into a known working outlet and wait at least 30 minutes for the pump to begin charging, which resolved the issue.